Manufacturer narrative:
Implants remain implanted, therefore the condition of the device is unknown. Design history records indicate the devices were manufactured to specifications. It is stated in the notes provided by the surgeon that "ap in internal and external rotation, axillary, and lateral views of the right shoulder demonstrate the humeral and glenoid components to be in excellent position. She has no acute fractures or dislocations. She has no lucency." This device used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination for liner and glenosphere. The surgical technique states to "place a poly trial liner on the humerus. Reduce the joint and perform a range of motion assessment. The joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability". A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing subluxation. The patient reported that at random times, she feels the shoulder come out of the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products ¿ base plate 15 mm post length sterile product, cat#: 00434901500 lot#: 62645028; humeral stem 12 mm stem diameter 130 mm stem length, cat#: 00434901213 lot#: 62655364. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-02081 and 1822565-2016-02079.

Event description:
It is reported that the patient is experiencing subluxation approximately 2 years post-implantation of a right shoulder arthroplasty. The patient reported that at random times, the shoulder feels like it comes out of the joint. At one year post-implantation, it was noted that the humeral stem went from a neutral position to varus, however it was noted the stem had not subsided or shifted. Patient has been indicated for a revision due to ongoing, worsening instability approximately 3 years post-operatively. The patient was also noted to have deltoid atrophy and subacromial crepitus at 3 year post-operative follow-up. The patient has had pain and some limitations of daily activities continuing since 6 weeks post-operatively.